Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected sinus tachycardia in the ventricular fibrillation (vf) zone and delivered an inappropriate shock. Post shock the rhythm was in the ventricular tachycardia (vt) zone, thus resulting in additional inappropriate shocks. The device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.